Event description:
Event description: guidant received information that the patient with this pacemaker died following an 'unsuccessful reanimation' by way of letter from a lawyer. The patient's family believes the death to be due to unspecified device malfunctions related to a field advisory, and requested financial compensation. Guidant has not received the device nor any other allegations regarding the device prior to this event. Additionally, this device model and serial was noted as not being part of any advisory communication population.

Manufacturer narrative:
H6 - not returned. Event conclusion as of this report, the device has not been returned to guidant for analysis. There is no additional information related to this event. Guidant will continue to investigate the complaint, and if additional information becomes available, the event will be reopened.